Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a portion of the device melted close to the jaws. The issue caused a void in the plastic insulation.